Manufacturer narrative:
The archive used in the procedure was sent to medtronic for evaluation. It was reported that the image was to protocol, the 3d model had no artifacts or missing slices. It was reported that the registration was not provided with the archive, therefore the registration technique could not be evaluated.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site could not complete pointmerge and tracer registrations. It was reported that the registrations attempted could not pass accuracy tests. The representative noted that the exams used in the procedure were to protocol. It was noted that when on one side of the anatomy, the application software displayed that the instrument was on the opposite side of the anatomy. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.